Event description:
Customer reported that a patient tested negative at both is and ahg phases of testing with gamma-clone anti-d (monoclonal blend). When testing with the same lot on a later date, the patient tested positive (1+) only at ahg phase. As a consequence of this testing, patient has not been transfused or had an adverse reaction.

Manufacturer narrative:
Customer stated that a technical testing error can not be ruled out. Product or sample was not returned for investigation testing. The event could be due to the patient being a d variant. The package insert states that "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of category vi of partial d can be expected to give positive reactions only at the antiglobulin phase. Other partial d categories were tested and found to be reactive; but this does not guarantee reactivity with all examples of all partial d antigens".